Manufacturer narrative:
The ge rep performed an on site investigation. The software was reloaded. The fluoro function board, the generator interface board and the high velocity board were reseated. The ps1 voltage was adjusted. The sys was then found to be operating as intended.

Event description:
The customer reported the sys failed to boot up. No report of pt injury.